Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the operating room (or) experienced an insufflator related error message showing error 33002 with a value of 2001. The technical support engineer first guided the caller through a hard power cycle of the tower, but the error persisted with no change. The caller then indicated there was no third party insufflator available for use with the system, and they planned to move the case to a different robotic system to proceed. There was no report of patient involvement or reported injury.